Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump stoppage and low speed advisory alarms occurred while the pump was support with a patient cable and the power module. More pump stoppages occurred when the percutaneous lead (driveline) was manipulated. The pump was connected to an ungrounded patient cable and no further pump stoppages occurred. An issue with the driveline was suspected. A driveline replacement was completed on (B)(6) 2017 with no issues. The pump was placed back on a grounded patient cable. No further information was provided.